Event description:
The customer reported that after routine replacement of the tube, it was observed that the cuff presented a slow leak. The customer confirmed that decannulation and recannulation of a replacement tube was required to isolate the issue.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis.